Event description:
It was reported that the legs of a shower chair gave out and fell. The user went to the emergency room with bruises and all x-rays were negative. The user's hips have been bothering her since the incident.